Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data/ additional information: additional information was received which indicated there was no patient contact with the reported intraocular lens (iol) and the event was a loading issue. As result of this information this complaint is no longer considered a reportable event. The initially reported patient code 3191 (explant) is no longer applicable. The patient code has been updated to 2645. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age / date of birth: unknown, information not provided, gender / sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted. Requests for additional information have been made but no response has been provided. No additional information was received.